Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during device inspection prior to use, a leak of black fluid, seepage was found on the bronchofibervideoscope. There was no patient involvement.